Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that both seat rails were bent inward so that they would not settle properly into the h-blocks, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Provider alleges the seat attaches the bars with screws and on the right side is bent about one half inch toward the center of the seat.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider alleges the seat attaches the bars with screws and on the right side is bent about one half inch toward the center of the seat.